Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one port was returned for evaluation. The port was received with catheter attached to port stem. Use residue and multiple port access punctures of the port septum were noted. The port septum was noted to be partially dislodged and leaking was noted from the dislodged portion during an infusion attempt. The sample could not be infused and appeared to be occluded by the residue noted. Based on the findings, the investigation is confirmed for the reported dislodged septum. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Potential contributing factors include sharp instrument damage and attempted infusion against resistance. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation, port septum was identified to be dislodged. It was further reported that another port was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during preparation, port septum was identified to be dislodged. It was further reported that another port was used to complete the procedure. There was no patient contact.